Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). While the reported guide wire is currently marketed in the us under the brand name crosslead tracker, the device is marketed some areas outside the us under the brand name crosslead tracker 14. The reported crosslead tracker 14 guide wire was returned for investigation. The returned crosslead tracker 14 guide wire was found inserted in the concomitantly used cxi support catheter. The hypo tube shaft of the subject crosslead tracker 14 guide wire was found bent at approximately 41.1cm and separated at approximately 41.5cm from the wire tip. Microscopic observation found that the both separation ends of the hypo tube were crushed, likely caused by strong bending stress. The core wire inserted inside the tube was also found fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that bending stress generated with push-pull manipulations of the concomitantly used balloon catheter with the subject crosslead tracker 14 inserted inside might have been locally accumulated on the hypo tube due to anatomical and severely calcified lesion conditions. Consequently, the hypo tube and the core wire were separated. Although it was concluded that this event was not attributed to product quality, it was concluded that wire fragment would be inevitably left in situ should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. - never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse events] 1. Malfunctions ~ breakage or bending of the guide wire ~ damage such as separation.

Event description:
It was reported that an endovascular treatment (evt) was performed for a severely calcified chronic total occlusion (cto) in the posterior tibial artery (pta). An unspecified guiding sheath was inserted via the ipsilateral approach, and an asahi crosslead tracker 14 was crossed to the distal pta. An unspecified balloon catheter was blocked by the calcium in the segment from the bk3 bifurcation to the pta ostium in spite of multiple pushing attempts to cross the segment. When the guide wire and the balloon catheter were removed ex situ together, the guide wire was found separated at approximately 40cm from the wire tip. A new unit of crosslead tracker 14 was used in exchange to continue the angioplasty and successfully complete the procedure. It was informed that there were no health hazards caused to the patient due to the reported event and no health issues observed with the patient after the procedure.